Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was experiencing discomfort and redness around the stoma site. On (B)(6) 2023 he saw his doctor who prescribed oral bactrim. A swab was taken which later showed bactrim resistance so he was switched to oral ciprofloxacillin for seven days.